Manufacturer narrative:
Product and/or radiographs were not available for evaluation. Manufacturing history and lot specific complaint history review were not possible as the lot number was not available. This is a known risk of this procedure. The associated instructions for use (IFU) lbl-004-IFU surelok pedicle screw system states under potential adverse effects, "7. Device component fracture" and under warnings, "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury". Device not returned to manufacturer.

Event description:
It was reported that the patient underwent initial single level 5-1 posterior lateral fusion without interbody procedure, utilizing the s-lok pedicle screw system, on an unknown date. Approximately 6 months post-operative it was identified that two of the screws had broken. Revision procedure was performed on (B)(6) 2015 to address the broken screws located in the s-1 sacral.